Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and oversensing during interrogation. In addition, the patient indicated that there was a known issue with the lead, after just recently relocating from out of state. The lead was suspected for a fracture and subsequently programmed off. The lead remains in the patient. No patient complications have been reported as a result of this event.